Event description:
It was reported that during an implant procedure, after the left ventricular (lv) lead was place and connected to the device, the physician started to use suction but it became tangled with the lead. The lead was dislodged and due to the forceful nature of the dislodgement the lead was replaced because the physician was unsure of the integrity of the helix. The lead was removed and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.